Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. The device was not available for evaluation. It was reported that three creo threaded 7.5x50mm reduction screw heads dissociated from their respective screw shanks post-operatively. The original screws were part of a l3-s2ai construct with creo 5.5 tav rods. It was stated that the initial posterior fixation surgery was performed on (B)(6)2023 and a revision surgery occurred (B)(6)2023 where the disassembled reduction screws were replaced with standard creo threaded screws. Since the exact surgical conditions during the initial surgery cannot be identified or replicated and the implants are not available for evaluation, no determinations could be made as to the cause of the reported issue.

Event description:
It was reported that a revision was performed to replace creo threaded 7.5x50mm polyaxial screws that were found migrated post operatively.